Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing process. The customer's blood glucose reading was over 600mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but customer did not have a plunger and could not continue to troubleshoot. Customer attempted to do the fill tubing again but the pump alarmed no delivery. Customer will call back at a later time to continue to troubleshoot as she was not at home.